Event description:
The customer received a blood glucose reading of 111 mg/dl from his contour meter and a reading of 46 mg/dl from his contour usb meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.